Event description:
The vns products have not been received by the manufacturer to date.

Event description:
During attempts to determine product disposition, it was revealed that the patient was cremated and the explanted products were likely disposed of by the explanting facility.

Event description:
It was reported that the patient had a cardiac arrest and passed away. It was later reported that the physicians did not believe the vns was a contributory cause with the likely cause of death being sudep. No additional relevant information has been received to date.